Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on their keypad became unresponsive after the battery was replaced. The customer also reported receiving a message on the insulin pump prior to the keypad anomaly occurirng.. Customer's blood glucose was 286 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act and escape buttons were unresponsive due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.